Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the biliary tract. A 10.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation at the rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination was performed on the returned device. The device was returned still loaded onto the customer¿s guidewire. The proximal section of the device containing the hub/manifold, severely damaged shaft, the proximal balloon bond and balloon material was received for analysis. A separate section of balloon material was also returned for analysis. The distal detached section of the device containing shaft, tip, balloon material and markerbands were not returned for analysis. A complete circumferential tear was identified in the balloon material approximately 5mm distal to the proximal balloon bond. A separated section of balloon material approximately 50mm in length was also examined. This section of balloon material was noted to be torn both longitudinally and circumferentially. The rest of the balloon material was not returned for analysis and the location of this balloon material unknown. A visual and microscopic examination of the proximal balloon material and detached balloon material did not identify any issues that could have contributed to the complaint incident. A complete break was identified in the shaft of the device approximately 75mm distal to the proximal balloon bond. Severe stretching and kinking damage was also noted along the length of the device. The damage was so severe is extended down into the guidewire lumen which prevented the customer¿s guidewire from being removed from the device during analysis. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that resistance was felt upon the removal of the balloon so the physician withdrew the device with the sheath and the device was completely removed from the patient.